Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 500 mg/dl. The cause of high bg was unknown. Customer addressed the elevated bg with a manual injection and received assistance from skilled nursing home nurse who administered a saline IV and gave a manual injection of insulin. Customer continued to use the pump for insulin therapy.